Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the patient's right ventricular lead exhibited high and out of range impedance. It was noted from the impedance trend that the impedance had shifted sharply upward over the last 7 days. The patient was asymptomatic. The patient was brought into clinic on a later date and the patient's lead was reprogrammed. The patient would be monitored.